Event description:
Re acuvue® oasys with hydraclear contact lenses (johnson & johnson) hello I have contacted acuvue twice in the last few days, both via phone and email. My concerns were registered and they said they would pass them on. However, given the potential health implications for myself and other contact lens wearers I would like johnson & johnson acuvue to commit to investigating their products. I, and seemingly other users have noticed a marked difference in quality and useability of acuvue oasys lenses over the last few months, it appears to coincide with a change in packaging from blue and white to an aqua/cyan branding. Shortly after opening a new set, they feel dry, scratchy and stick to my eyes in the evening. While in the past this would be an indicator to change the lenses after two weeks, this now happens within 2-4 days of using a new set, and happens with every new set too. As an experiment, I have found some of the "older lenses" with the previous blue and white packaging and have used those. Interestingly, the excellent wearability of the previous lenses is pretty much there. This coincides with comments on forums, where people have used different batches in different eyes ¿ see: https://www.reddit.com/r/contacts/comments/17fqlfe/is_anyone_else_having_issues_with_acuvue_oasys/ and https://www.reddit.com/r/contacts/comments/19ffca0/did_acuvue_change_something_with_their_lenses_I/. Acuvue states that they have only changed the packaging. They have offered to replace them but given that I am on two lots bought in entirely different locations, and the many comments on the same issue, I am doubtful this would change. Regardless of the inconveniences of a good product being changed, this might be exacerbating eye health issues amongst users, like dry eye, increased potential of damage in trying to unstick lenses, and overall risk of infection and cornea problems (I know my dry eye has been terrible in the morning, when I have been unable to even blink without drops). I am not sure if this falls under some sort of product monitoring but given the risk to eye health this is important to flag. I would like johnson & johnson/acuvue to take user comments seriously and investigate any changes in lens quality and wearability triggered by the change in packaging, rather than simply stating that they have only changed the packaging - clearly this "only" change has changed other things too and the company has been fairly dismissive towards users´ concerns so far. In addition, a quality control on current lenses should be carried out as they may be damaging/increasing risk of damage to users´ eyes. The new packaging might have affected the storage liquid, absorption and evaporation of it, and the quality of lenses themselves. Ideally the lenses would revert to how they were before as I think a number of users, myself included, actually really liked the product and it was a good product for contact lens wearers over many years, in a reasonable price bracket. I do not wish to switch to daily lenses as I also consider sustainability and the plastic this generates, in addition to overall cost. Reference reports: mw5157164, mw5157165.